Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure a programmer crashed. An error was displayed and connectivity issues occurred as communication with the device was lost. The programmer was re-booted and interrogation started. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis of the device logs was able to confirm the reported issue. If information is provided in the future, a supplemental report will be issued.